Manufacturer narrative:
This report is associated with argus case (B)(4) polident denture adhesive cream.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for an unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the consumer reported that she happens to swallow polident denture adhesive cream.